Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned as the lens was discarded. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (model zct150, +21.0 diopter) was explanted from patient¿s left eye because of the patient experiencing halos, glare, visual disturbance, unexpected post op refraction. Patient was unable to focus, experienced visual disturbance while driving at night. Reportedly, a lens model zcb00 +18.5 diopter was used as replacement lens for the patient. Patient has recovered. No further information provided.